Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle retraction failure was confirmed. The product returned for evaluation was one 20g accucath ace. A gross visual inspection of the returned unit found that the needle was not retracted despite the button being in a pressed state. The guidewire was withdrawn into the housing and the guidewire tip was confirmed to be inside the needle. The guidewire was attempted to be advanced, however a large amount of resistance was encountered during advancement. Using excess force the guidewire was able to be advanced slightly, but became lodged inside the needle again during testing. While advancing the guidewire a mass of blood residue was pushed out through the needle tip. It is likely that the presence of coagulated blood prevented the guidewire from sliding through the needle shaft and consequently prevented the needle from retracting. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by customer that vat rn attempted to retract the needle and the needle did not retract while pushing the button. Additional information received: occurred about a month ago. Event did not involve an urgent/life threatening medical situation. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that vat rn attempted to retract the needle and the needle did not retract while pushing the button. Additional information received: occurred about a month ago. Event did not involve an urgent/life threatening medical situation. No harm to the patient.